Event description:
A hospital in (B) (6) reported that an rt200 adult breathing circuit kit did not pass the ventilator leak test. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the returned breathing circuit was pressure tested for leaks. The breathing circuit was also immersed in a water bath to locate the source of any leak and visually inspected for holes in the tubing. Results: a leak outside the allowable limits was measured during the pressure test. In the water bath testing, the leak was identified to be coming from a fine cut observed in one of the breathing tubes. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests the leak developed post production during transport, storage, or use. The fine cut in the tubing observed is consistent with the tube being cut by a sharp object, for example, if the user used a knife to cut the tape sealing the box of circuits. Instructions on the box clearly indicate that a knife should not be used to open the box. (B) (4).